Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s wife contacted animas and alleged that the patient had a low blood glucose (bg) of 29mg/dl and had severe symptoms of slurred speech and combativeness. She treated him with milk and candy slices, and suspended pump. Wife stats patient is brittle diabetic and has low bgs frequently . Bg at time of call is 65mg/dl with still the same symptoms. Customer support advised to monitor bg and if any issues to contact their health care provider. There is no allegation of pump malfunction. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.